Event description:
This report is to advise of an event that was observed during analysis.

Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at distal region of the lead breaching the outer insulation and exposing the coil. Abrasions are consistent with constant friction with another implantable device. (B)(4).